Event description:
It was reported that a transient ischemic attack occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). At an unspecified time post index procedure the patient presented at the hospital with symptoms of a transient ischemic attack. A prescription of eliquis was resumed. No further information on the status of the patient is currently available.

Manufacturer narrative:
Date of event - aware date used as event date is unknown.

Event description:
It was reported that a transient ischemic attack occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). At an unspecified time post index procedure the patient presented at the hospital with symptoms of a transient ischemic attack. A prescription of eliquis was resumed. No further information on the status of the patient is currently available. It was further reported the patient underwent the laa closure procedure in (B)(6) 2021 and was discharged on eliquis. On (B)(6) 2021, the patient experienced dysarthria and right sided mouth drooping and presented at the hospital for treatment. At this time the patient was no longer taking eliquis per routine post index procedure but took daily baby aspirin. A computed tomography angiogram (cta) was performed but the results were unremarkable. The patient was transferred to a different health care facility for treatment by a neurologist. An electrocardiogram (EKG) showed sinus rhythm with first degree atrioventricular blockage and premature ventricular contractions. The neurologist determined the patient was not a candidate for tissue plasminogen activator (tpa) due to the symptoms having resolved or were mild and non-disabling. Results from bloodwork, a transthoracic echocardiogram (tte), a computed tomography scan (CT), and magnetic resonance imaging (MRI) were all unremarkable. Mild stenosis of the right common carotid and left common carotid arteries was noted. The patient was prescribed eliquis 5mg twice daily and a pre existing prescription for atorvastatin was increased from 20mg to 40mg once daily. The patient was reportedly doing well.

Manufacturer narrative:
B3 date of event updated to reported event date of (B)(6) 2022. B5 event description was updated.

Manufacturer narrative:
B5 event description updatedh6 device codes updated

Event description:
It was reported that a transient ischemic attack occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). At an unspecified time post index procedure the patient presented at the hospital with symptoms of a transient ischemic attack. A prescription of eliquis was resumed. No further information on the status of the patient is currently available. It was further reported the patient underwent the laa closure procedure in (B)(6) 2021 and was discharged on eliquis. On (B)(6) 2021, the patient experienced dysarthria and right sided mouth drooping and presented at the hospital for treatment. At this time the patient was no longer taking eliquis per routine post index procedures but took daily baby aspirin. A computed tomography angiogram (cta) was performed but the results were unremarkable. The patient was transferred to a different health care facility for treatment by a neurologist. An electrocardiogram (EKG) showed sinus rhythm with first degree atrioventricular blockage and premature ventricular contractions. The neurologist determined the patient was not a candidate for tissue plasminogen activator (tpa) due to the symptoms having resolved or were mild and non-disabling. Results from bloodwork, a transthoracic echocardiogram (tte), a computed tomography scan (CT), and magnetic resonance imaging (MRI) were all unremarkable. Mild stenosis of the right common carotid and left common carotid arteries was noted. The patient was prescribed eliquis 5mg twice daily and a pre existing prescription for atorvastatin was increased from 20mg to 40mg once daily. The patient was reportedly doing well. It was further reported the closure device failed to seal the laa and two peri device leaks occurred.